Event description:
Pt "cam" needed to replace the transfer set because the occluder feet had broken, and leaks are observed when the minicap is reomved. There reported transfer set was placed in january 2006, (less than 1 month). The pt began apd therapy in january 2006. There was no pt injury or medical intervention associated with this incident.